Manufacturer narrative:
The event of peritoneal dialysis infection was inadvertently reported as peritonitis. Patient code 2252 was removed and replaced with 1930. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a peritoneal dialysis infection. The cause of the peritonitis was not reported. The patient was hospitalized for two weeks for the event. Treatment was not reported. Action with dianeal therapy was not reported. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available.